Event description:
According to the information received from the implant registration form, the 16mm amplatzer muscular vsd occluder was retrieved after embolization. This event occurred in (B) (6). Additional information has been requested, including imaging of the implant procedure, the time frame when the device embolized, how it was retrieved and the outcome of the procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
The device is no longer available and will not be returned to aga medical. No steps were taken to preserve the device. Echocardiograms were not recorded for this procedure. Internal policy guidelines preclude any angiographic recordings; hence, no video recordings are available for review. The results of this investigation are inconclusive since no additional information was received. The cause of the patient's embolization remains unknown. Additionally, the amplatzer muscular vsd occluder is not indicated for closure of pda's.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer muscular vsd occluder involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga medical contacted the implanting physician and no additional information has been provided at this time, including medical records or implant images. Should additional information become available, aga medical will file a supplement report.

Event description:
According to the information received, the 16mm amplatzer muscular vsd occluder, which was being used to close a patent ductus arteriosis (pda), embolized during recovery approximately six hours after placement. The attempt to remove the device percutaneously was successful. The defect was closed by ligation of the pda surgically. The patient is doing fine with the defect being corrected.